Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone, fax, and email. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported a patient that is unhappy with the distance vision and has no near vision following an intraocular lens (iol) implant procedure over two years ago. The surgeon states that he is confident about the calculation and that the iol is properly placed/centered. The surgeon stated that the patient's bcva is 20/40 at a distance. The patient's vision is impacting his job. In the surgeon's opinion, the iol is not the cause of the event. No specific reason for the event was reported. Additional information has been requested.